Event description:
Hcp reported "pump stopped delivery drug, catheter was found occluded". The device was explanted and the pump was returned to the MFR for analysis. The catheter was not returned. A f/u report will be sent when add'l info rec'd.